Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked in multiple locations along its length. The coil was intact with the pusher assembly, damaged throughout its length, and compressed distally, away from the proximal constraint sphere. The introducer sheath was kinked near the distal end. The embolization coil outer diameter (od) was measured to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was intact with the pusher assembly, but compressed distally away from the proximal constraint sphere, and damaged throughout its length. This type of damage typically occurs due to improper handling during use. If the coil is forcefully manipulated against resistance, this type of damage may occur. Further evaluation revealed that the introducer sheath was kinked near the distal tip. This damage likely contributed to the resistance mentioned in the initial complaint, as well as the resistance that caused the compression of the coil. If the introducer sheath was manipulated forcefully at an angle, this type of damage may occur. The damage found on the pusher assembly was likely incidental, and may have occurred during packaging for return. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil into the aneurysm using another manufacturer's microcatheter. While attempting to deliver a new ruby coil into the aneurysm, the scrub tech. Met resistance and was unable to advance the coil through the microcatheter. The ruby coil was removed and the microcatheter was flushed. The physician then attempted to advance the same ruby coil through the microcatheter; however, resistance was met at the same point of entry. The ruby coil never exited the microcatheter and was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.